Event description:
Allegedly, patient underwent left thr on (B)(6) 2017. Revised on (B)(6) 2022 due to dislocation. Initially surgeon replaced head, then cup, then stem until hip eventually became stable. All components removed and replaced with another manufacturer's system. (B)(6).